Manufacturer narrative:
Zoll medical corp has rec'd the prod and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed "discharge fault" and "defib fault 80" messages. Complainant indicated that there was no pt involvement in the reported malfunction.